Event description:
It was reported that during an unspecified procedure, a shaft fracture occurred. The lesion was located in the diagonal interventricular artery (iva). The tortuosity and degree of calcification are unknown. The maverick 20mm x 2.5mm balloon catheter was advanced to the lesion and inflated an unspecified number of times to unknown atms. Upon withdrawal, resistance was encountered and the shaft of the balloon catheter fractured. The entire device was retrieved by unspecified means. The procedure was completed successfully with no further intervention. No patient injuries or complications were reported. The patient's status is reported as "good". No additional information regarding the event was available.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.